Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the chisel handle broke during surgery while being used on a patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The device history record is not available as the device was manufactured more than 10 years ago.

Manufacturer narrative:
An investigation was conducted and it states that the instrument had a broken handle made from canevasit that was partially worn out and the shaft had discolorations. No manufacturing related issues that would have contributed to this complaint were found. Since this was an old instrument, it was concluded that repeated high temperature cycles during sterilization processes have led to brittleness of the canevasit resulting in the breakage of the handle.

Event description:
This is 1 of 1 report for (B)(4).